Manufacturer narrative:
The reported events, housing gets hot and dropped down, were confirmed. The engineering technician observed that the top portion of the housing was separated from the lower portion of the housing. There was no heat damage or melted components reported. Potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact. Device was placed in parts retention.

Event description:
It was reported that during a surgical procedure the aseptic battery housing gets hot, the plastic was molten and the housing dropped into the surgical site and it was fully removed. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure the aseptic battery housing gets hot, the plastic was molten and the housing dropped into the surgical site and it was fully removed. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.